Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the pump's black box data has been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was inaccurately delivering insulin when the cartridge got below 30 units remaining. The reporter stated that the patient would have a high bg, but did not specify an exact value or provide any symptoms the patient might have been experiencing from the alleged hyperglycemia. This does not meet the criteria to be considered a serious injury. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.